Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in hospital. The pocket was hyperemic and friable consistent with possible infection. It was noted with recurrent episodes of bacteremia of uncertain source, possible implantable cardioverter defibrillator as source. The device and the right ventricular lead were explanted. The pocket was copiously irrigated with antibiotic solution. The patient tolerated the procedure well and there were no immediate complications.